Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 8.0 x 30 mm rx acculink stent in the moderately calcified left internal carotid artery. Post procedure, the patient experienced an episode of aphasia and hemiparesis with right sided weakness. A revascularization procedure was performed on (B)(6) 2013 to remove a thrombus in the distal middle cerebral artery and the patient condition resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: other: aspirin, clopidogrel; embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of neurological deficit dysfunction and thrombosis are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.